Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low and high out-of-range pace and shock impedances respectively in addition to non-sustained episodes of noise. A revision procedure was performed at which time the lead was tested via pacing system analyzer (psa) and the out-of-range measurements confirmed. Upon explant of the lead fracture was also observed. A new rv lead was implanted without consequence. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned for analysis. Visual inspection noted a bend greater than 45 degrees in the terminal end of the lead with bunched insulation. A cut was also observed 210 mm from the terminal pin through the insulation to the rs- lumen with blood/body fluid in the lead lumen as a result. Continuity testing was performed and confirmed open measurements on the rs+ and df- conductor coils indicating a fracture in the distal high-voltage cable. X-ray of the lead confirmed the inner conductor coil was fractured 28.8 mm from the terminal pin at the approximate point where the lead would exit the device header when fully inserted. There were no indications of stress/wear on the outer surface of the lead over the fracture. Scanning electron microscope analysis found evidence of mechanical damage in addition to cracks/shear bands and a small area of fatigue striations on the inner conductor. Laboratory analysis confirmed the reported clinical observation of high out-of-range shock impedance measurements.